Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. Additionally, the lead exhibited loss of capture (loc) and non-physiologic noisy signals. The signals were not oversensed. The lead was surgically abandoned. The lv lead was not replaced as the patient's therapy was downgraded. No additional adverse patient effects were reported.